Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient presented to the emergency department with sepsis. The physician suspected abnormal device function as the electrocardiogram (EKG) displayed ¿'suspected pacer failure.¿ information received on the remote transmission was reviewed by qualified personnel and it was determined that the device was functioning within normal parameters. The device remains in use. No patient complications have been reported as a result of this event.